Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative indicating the entire system had been explanted and the infection has been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from medical representative via healthcare professional regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. The caller reported patient had an infection. She had (B)(6) and (B)(6) was used. Interventions/actions that were taken to resolve the issue was device was explanted on (B)(6) 2016. The patient had an explant due to a (B)(6) infection. Infection site currently unknown. The caller will obtain information from the healthcare professional (hcp) on (B)(6) 2016. Additional information was obtained and the physician was unsure of the exact cause of her infection. This said, she had cellulitis in one foot. They suspected that perhaps this caused the issue. The (B)(6) used was used at the battery site as well as the midline incision. There were signs of infection at both sites. It was also suspected that the (B)(6) caused an inflammatory response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.